Event description:
It was reported that as the physician was inserting the device into the microcatheter rotating hemostasis valve, the hydrophyllic coating on the distal end of the device was peeling. The device was removed and the procedure was successfully completed using a second device. There was no reported clinical consequence to the patient.